Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was reusing the insulin from a previous cartridge resulting in the cartridge becoming blocked. Tandem customer technical support informed customer that reusing the insulin from a previous cartridge is off-label per the user guide. Customer changed cartridge to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.